Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to illegible scale markings as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode illegible scale markings. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd preset¿ eclipse¿ that there was scale marking on the device where volumetric are not readable. No patient impact. The following information was provided by the initial reporter: needle scale was found to be unclear before departmental use.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd preset¿ eclipse¿ that there was scale marking on the device where volumetric are not readable. No patient impact. The following information was provided by the initial reporter: needle scale was found to be unclear before departmental use.